Event description:
As device was being operated according to the manufacturer's instructions, the insulation on the tip of the intuitive surgical, davinci xi, harmonic ace curved shears, began to separate from the tip to the point where it only remained partially attached. This instrument was removed from the surgical field and replaced with a "like" device that functioned without incident.